Event description:
Procedure type cholecystectomy. According to the reporter: the device did not close completely. The surgery delayed about one hour. The surgery would be finished with another product. There was not blood loss or extension of the incision and no person injured.